Event description:
Update: removal tool identified as third-party item.

Manufacturer narrative:
Zimvie complaint number (B)(4). Update: removal tool identified as third-party item. Zimvie received one (1) tsv4b11, (imp, tsv,4.1mm, sbm,11.5) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use and was observed fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1226484. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1226484 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided.

Event description:
It was reported that two screws fractured inside the implants at tooth sites 12 and 15 and the implants fractured at the collar of the implant. Implant were removed and during removal process, removal tool got stuck inside one implant. Patient will have to return to place new implants.